Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 300 units of cold insulin. The customer's blood glucose level was 194 mg/dl. The customer loaded a new cartridge successfully using room temperature insulin and resumed insulin delivery.